Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, there was high impedance, decreasing sensing, and placement difficulty. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This indicated that the helix being over-retracted during procedure. Drive shaft lug stuck behind the retraction stop preventing the helix to affix to the heart tissue. If information is provided in the future, a supplemental report will be issued.